Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while the physician attempted to deploy a ruby coil into the aneurysm, the ruby coil was not advancing completely through the other manufacturer's microcatheter. Therefore, the physician decided to remove the coil; however, while the coil was being removed, it unintentionally detached, leaving part of the coil in the microcatheter and the other portion in the patient. The detached ruby coil was removed from the patient by slowly withdrawing the microcatheter. The procedure was then completed using a new ruby coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The hospital disposed of the device. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.